Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a new rumbling in their chest. No alarms were noted during interrogation and no new labs were available. The event log file recorded no unusual events in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported rumbling noise could not be confirmed through this evaluation. A specific cause for the reported noise, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The controller event log file contained events from 05nov2024 through 08nov2024. Review of the events from the reported event date of 08nov2024 revealed no notable events or alarms. The file captured the pump functioning as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.